Event description:
The report received from the e-cypher database indicated that the pt was included in the porto ii study. Coronary angiography performed during the follow-up period showed restenosis of a lesion which was previously treated with a cypher stent. The pt was reported to have no angina. The adverse event (ae) was reported to have occurred 192 days after the index procedure. The target lesion was the mid left anterior descending (lad). The restenosis was reported to be a 70% proximal peri-stent lesion. A pressure wire was used to confirm this. The ae was reported to be: restenosis of a previously treated lesion (#1-1), a serious event of moderate severity, requiring one (1) day of inpatient hospitalization, not fatal/life threatening/or resulting in permanent disability. Medical or surgical intervention was not required to prevent a permanent disability. The restenotic lesion was reported to be: not totally occluded, and absent of thrombus.